Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 5, 2020. The investigation of the returned device was completed by the failure analysis lab on august 19, 2020. Device evaluation summary: during the visual evaluation, a tear was observed on the anterior view, measuring 8.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 250cc mentor memorygel breast implants experienced rupture and capsular contracture post procedure. The physician confirmed left sided rupture, and the patient suspects she has a baker grade iii capsular contracture on the left side, however, the physician¿s diagnosis on the capsular contracture is unknown. The patient suspects she has right sided rupture as well, however, there is no confirmation of right sided rupture from a physician. Also, right sided capsular contracture of unknown baker grade on the right side is indicated. There is pain on both sides. She had sharp shooting pain over the summer and had a mammogram performed. The mammogram did not show any issues. After the mammogram the pain was described as aching. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 275cc saline prostheses was performed on (B)(6) 2020. See 1645337-2020-09478 for contralateral prosthesis report.